Manufacturer narrative:
Information contained in this report was previously submitted through psr 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: broken shell, around 25-50% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.